Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or, if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a significantly severe burn occurred to a pt during a procedure sometime in mid-october. The burn is believed to have occurred at the pad site, but was not noticed until sometime later. Once the burn was noticed, the generator was removed from use. The unit was tested by the hosp biomedical engineering dept and found to function properly. However, the customer wants to return it to covidien for more complete testing. Because the burn was not noticed at the time of surgery, all accessories were discarded. The customer is unable to provide any details about accessory(s) or pad. The site reported that the type of treatment, procedure, exact date of surgery, and pt info are not available at this time.